Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have blade damage. Both blade edges were indented. The cut test could not be performed because the blade indentation prevented the blades from opening and closing properly. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material or mishandling the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the customer reported complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that after a da vinci-assisted high anterior resection surgical procedure, the monopolar curved scissors instrument had scratches and cracks on the blades. The tip was found to have a burned tip during cleaning. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. The instrument was inspected prior to use.